Manufacturer narrative:
Investigation summary: on 5/1/2007, the customer states that the cell-dyn 3200 cs analyzer generated pt results with hemoglobin and hematocrit (h&h) mismatches. The customer was instructed to replace lyse reagent as lyse was low. The hgb voltage was adjusted from 4.82 to 4.99. The customer was walked through cleaning hgb flow cell followed by 3 backgrounds. Backgrounds were then in range. The customer was instructed to run controls and a precision test. There was no further contact from the customer concerning h&h match. Trending: a review of complaint reports, for the period november 2006 through april 2007, did not indicated any adverse trend for cell-cyn 3200, list base 04h60-01(which includes 04h59-01) for the complaint issue. Labeling: the event is addressed in the cell-dyn 3200 sys operator's manual: 06h60-01, rev m: section 9: svc and maintenance: preventive maintenance schedule page 9-10 nonscheduled maintenance frequency: 9-29section 10:troubleshooting and diagnostics; troubleshooting procedures; 10-25 through 10-29. Conclusion: results were not reported out of the lab with no impact to pt mgmt. Device maintenance contributed to the event. The issue was resolved by cleaning the hemoglobin flow cell. This is the final report.

Event description:
The customer states that the cell-dyn 3200 cs analyzer has generated pt results that do not match for hemoglobin and hematocrit parameters. Initial results; hgb=7.92 g/dl, hct=45.5% and repeat results; hcb=15.0 g/dl, hct= 45.8%. No suspect pt results were reported from the lab. No impact to pt mgmt was reported.